Manufacturer narrative:
(B)(4).

Event description:
The customer was running patient samples on the ac-t diff 2 and noticed xl flags on a patient's results. The operator discovered the wbc bath, rbc bath, and vacuum isolator chamber (vic) overflowed onto the counter and stopped cycling patient samples. The customer reported patient sample recoveries were too low to be credible and therefore results were not reported outside the lab. Printouts of the results were requested but not received and no additional detail was provided. After troubleshooting, the baths and vic overflowed again and fluid leaked onto the floor. The customer cleaned up the spill using (B)(4) and requested on site service. No death or injury is attributed to this event the customer was wearing gloves, a lab coat and goggles at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. There is risk management plan in place at the facility and the operator reviewed the msds. The field service representative (fse) states the overflow of the baths and the vic had been resolved prior to his arrival. He replaced the waste pump and found wbc was not passing startup. He replaced the wbc bath, ran latex calibration and adjusted aim alerts and cal factors, then ran startup and qc and confirmed that the customer will run calibration kit soon. The root cause of the overflow of the wbc and rbc baths and vic is unknown as the issue was resolved prior to the arrival of the fse. He suspects there may have been a clot in the drain line; however, this could not be confirmed. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.